Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition; the keyboard and labels were functional and intact. The customer's stated problem was verified by simulated use testing. Upon power up the device immediately displayed error 41789, this error code is in reference to ui_never_came_out_of_reset, which is indicative of a hardware fault. The event history log was reviewed and system fault 41789 was identified as occurring on (B)(6) 2018. The DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results the circuit board was replaced, and no further corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
User facility requested repair of an ambulatory infusion pump due to "error code 41786". No patient involvement was reported.